Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range 3.0 - 3.8 inr): qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.9 inr. Within an hour, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 2.9 inr. No adverse events were alleged to have occurred with the patient. No changes were made to the patient's dosage or therapy. The patient's therapeutic range is 2.0 - 3.0 inr. The patient has not had recent significant diet or medication changes. The patient's product was requested for investigation. Relevant retention test strips (lot 314043) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.